Manufacturer narrative:
The product was not available for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a trapped 4th ventricle for which he had the shunt implanted. According to the report, the patient had symptoms of shunt failure and wasn¿t responding well. The report stated that the neurosurgeon ordered a follow-up CT scan which showed that the patient had an enlarged ventricle and the valve, which was made by a different manufacturer, was cracked. Reportedly, when the physician performed a revision surgery to take out the valve, it was discovered that the catheter was also cracked and it was also explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.